Event description:
Customer reported that the pt developed a vaginal discharge approx 14 mos following a gyn procedure. The pt is scheduled to be returned to surgery for removal of suture. The physician opines that the suture eroded through the vaginal cuff.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of six medwatch reports being submitted as six separate devices were used in the initial procedure. See 2210968-2008-00246, 2210968-2008-00389, 2210968-2008-00390, 2210968-2008-00391, 2210968-2008-00392, 2210968-2008-00393 for all associated medwatch reports. The same pt is represented in each medwatch. The exact number of devices involved is not known.